Manufacturer narrative:
Onsite investigation was preformed by the field systems engineer and the issue was replicated. It was discovered the the x-stage cover had multiple dents and grooves from the docking pins making contact. Replacement of the x-stage cover resolved the issue. No further issues were reported. The replaced cover was discarded by the site and will not be returned to manufacturer for analysis. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system would not dock. There was no patient present when this issue was identified.